Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of results of zero for multiple parameters for an unspecified number of patients on a cobas 6000 c (501) module. The specific results and actual parameters affected were requested but were not provided by the customer. It is not known if repeat testing was performed. No repeat results were provided. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The field service engineer (fse) visited the customer site and replaced the serum pipettor. Since the service visit, the customer has had no further issues related to results of zero.

Manufacturer narrative:
The issue was solved by replacing the serum pipettor.